Event description:
It was reported that the patient presented to the clinic remotely on 4 may 2022 with non-sustained right ventricular oversensing (nsrvo) alert. Review of the transmission revealed that they were caused by external noise on right ventricular lead. The lead was not reprogrammed and will be monitored. The patient was in stable condition.